Event description:
It was reported that in 2005, a pt underwent surgery for the repair of pelvic organ prolapse, rectocele, enterocele, and stress urinary incontinence. The pt experienced mesh erosion, shrinkage of mesh from one or more of the mesh devices causing urinary retention, persistent pain, dyspareunia. The pt underwent numerous surgical procedures to remove the mesh devices. No additional info is available at this time.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.